Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to customer not having a current continuous glucose monitoring session turned on to notify the customer of the low bg. Customer consumed carbohydrates to address bg. Tandem technical support provided additional training in regards to basal software.